Event description:
It was reported that the insulin was squirting out. It was stated that two reservoirs were used with the same results. The reported blood glucose reading was 23 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk.